Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. The implantable pulse generator (ipg) had changed to its elective replacement indicator (eri) mode without triggering eri. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.